Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. A defibrillation threshold (dft) test was performed in order to assess the status of the device which showed normal measurements. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported.